Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4). (B)(4) reports regarding the revision surgery which was performed after the reconstruction surgery due to the infection of the peri-ligamentous. This (B)(4) reports regarding the reconstruction surgery which was performed after the primary surgery due to the patellar tendon tear. It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty for the osteoarthritis of the knee. The surgery was completed successfully without any surgical delay. After the surgery, the patellar tendon was torn, possibly due to reduction of the high valgus deformity to normal position. The ligament reconstruction surgery was performed on (B)(6) 2022. The reconstruction surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.